Event description:
It was reported that the patient presented with complaints of shortness of breath, upon interrogation the pulse generator exhibited inappropriate rate response. After the device was re-interrogated the histogram was improved.